Manufacturer narrative:
Analysis of the handpiece found that the drill motor was worn, grinding and noisy. The handpiece overheated during pre-repair tests: 124.6f after 1 minute. The collet was corroded. Analysis of the attachment found that the angled attachment was heavily corroded and noisy. The attachment overheated 124.6f after 1 minute. Other relevant device(s) are: product ID: 1845020, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated during operation. There was no delay in the procedure. There was no patient or staff impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported via a manufacturer representative that the overheating was gradual within a few minutes during a revision mastoidectomy. A back-up device was used to complete the procedure.